Manufacturer narrative:
(B)(4). Concomitant medical products: unknown mallory head femoral stem ¿ unknown part and lot; unknown mallory head acetabular cup ¿ unknown part and lot; unknown femoral head ¿ unknown part and lot; therapy date: unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient is being considered for a revision surgery due to poly wear approximately 17 years post implantation. Patient reports no pain or symptoms and no surgery has been scheduled to date. Attempts have been made and additional information on the reported event is unavailable at this time.